Manufacturer narrative:
Medical device: 5076-45 lead implanted (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead was picking up noise/electromagnetic interference (emi) resulting in mode switches. The right ventricular (rv) lead was also getting emi. The leads remain in use. No patient complications have been reported as a result of this event.